Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unspecified product performance issue. The lead was replaced with another successfully. The lead has not been received for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unspecified product performance issue. The lead was replaced with another successfully. The lead has not been received for investigation. No additional adverse patient effects were reported.